Event description:
It was reported to boston scientific corporation that an obtryx system was used during a sling placement procedure on (B)(6) 2008. According to the complainant, prior to the post-operative discharge visit, "partial obstruction - voiding" was noted.

Manufacturer narrative:
(B)(6). (B)(6). (B)(4).